Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2464, awareness date 03-nov-2015). It refers to a (B)(6) female consumer in united states who had essure inserted in (B)(6) 2015 for permanent birth control. Since then she has had constant pelvic pain, heavy bleeding, extreme bloating, and a decrease in sexual desire. Her hysterectomy was scheduled for (B)(6) 2015. Her doctor suggested that maybe the way her anatomy was shaped was the reason she has been feeling so much pain from the device. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2015 and experienced constant pelvic pain amongst other events. Pelvic pain is serious and listed according to reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since essure removal is scheduled to (B)(6) 2015 (surgical intervention will be required), this case is regarded as incident. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs